Event description:
It was reported that a rv lead was surgically abandoned during a therapy upgrade procedure and got replaced with another rv lead 0672/(B)(4). Rv lead was explanted 20 days after implant due to unspecified non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that a rv lead was surgically abandoned during a therapy upgrade procedure and got replaced with another rv lead 0672/168519. Rv lead was explanted 20 days after implant due to unspecified non product experience. No additional adverse patient effects were reported.